Event description:
It was reported that this was not an intra operative event. The drive shafts was inspected and one of the tips was broken. There are two shafts in the set and nothing happened during the case to affect the case negatively. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device shows; one reamer irrigator aspirator system (ria) driveshaft was returned. There is a small piece missing from hexagonal tip of the driveshaft. After reviewing the related product drawings and the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. However, the complaint condition is the wear rather than a design deficiency; the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information regarding the complained event reported the following: the synthes sales consultant discovered the broken drive tip shaft while inspecting a field equipment reamer/irrigation/aspirator system during pick up from the hospital. There was no report of the system being used during a case or having negative impact on any case. It is unknown when the drive shaft tip was broken.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event: date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that criterion tool & die, inc. Manufactured the drive shaft. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The product was released to the warehouse on june 7, 2005. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.